Event description:
In 1988 a malleable device was implanted. In 1933 the entire device was replaced. On 11/5/96 the entire device was removed from the pt and replaced due to fracture of the prosthesis.